Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure involving one euphora rx balloon catheter, stylette removal difficulties, inflation difficulties and a leak were encountered. There was no damage noted to packaging. There was no issues when removing the device from the hoop/tray. The device was inspected with issues. There was difficulties noted when attempting to remove the stylette from the balloon. Once removed, the balloon was prepped but would not inflate when taken up into the vessel. The balloon was removed from the vessel. When the balloon was re-prepped and inflation was attempted outside of the body, contrast and saline mixture was ejected out of the middle of the shaft. There was no patient complications reported as a result of the event.